Event description:
During a recent routine clinic visit, it was noted that there was no ventricular pacing on the surface ECG. The pacemaker interrogation showed that the patient's ventricular lead had high impedance. A chest x-ray showed fracture of the ventricular lead. The pacemaker and ventricular lead were changed out. The patient was discharged home the next day.

Event description:
During a recent routine clinic visit, it was noted that there was no ventricular pacing on the surface ECG. The pacemaker interrogation showed that the patient's ventricular lead had high impedance. A chest x-ray showed fracture of the ventricular lead. The pacemaker and ventricular lead were changed out. The patient was discharged home the next day.